Event description:
Customer reported an erroneously low creatine kinase (ck) test result was obtained when using the unicel dxc 600i synchron access clinical system. Test results for blood urea nitrogen (bun) and magnesium (mg) were also affected, however an error code was generated without a test result. The customer stated that the creatinine (cr-s) test result was higher upon retest, however, both test results were within product labeling precision claims of 0.6 at 2sd (standard deviations). Quality control samples were outside of acceptable range, low. The erroneous test results were reported out of the laboratory. Amended report was issued. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
The customer performed troubleshooting under the direction of beckman coulter customer support personnel. The customer flushed the sample probe with 10% wash solution, performed a cuvette wash and cleaned the mixers. The issue was resolved.